Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to log in. A technical support specialist (tss) checked in myqlink (mql) and confirmed the account was present and active. However, in the medbank application, the employee profile could not be located, and no pending records were found in aspsync. The tss enabled the department to show in the cabinet listing on mql and performed reverse sync for department, employee, and employee attributes. The employee profile was then visible in the medbank application, and the user was able to log in, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system had an issue where the user was unable to log in to medbank. The profile was created multiple times but kept disappearing daily. The user confirmed with pharmacy that the account was active. However, there were no delay and no adverse events or injuries reported based on this event.